Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery (cfa) via a 5f procedural sheath. A pre-procedural femoral angiogram showed presence of calcium. Following the procedure, the physician who is trained to the mynx procedure, chose the device to close the femoral artery. The balloon was prepped with 50/50 contrast and saline solution. There was no report provided in regards to the steps taken in the deployment of the device. Reportedly, after the physician inflated the balloon, he retracted the balloon back against the arteriotomy and a device pull through occurred. The device was removed as a whole and the patient was converted to manual compression. Successful hemostasis was achieved. The patient was ambulated and discharged without clinical sequela reported. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and with no returned device, the cause of the reported event could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.